Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided.

Event description:
It was reported that the pump did not alarm, the display showed that there was an additional 1 hour and 35 minutes left to infuse, but the cassette was empty. Continuous infusion rate: 2ml, total reservoir volume: 96ml, given: tuesday (B)(6) 2024, air detector: on, upstream sensor: on, length of infusion: 48hrs, lock level: locked. No closed system transfer device was used to fill cassette. The pump was used to prime the extension tubing. Per reporter this event occurred while use with patient at home at 10am, two hours before the scheduled time. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.